Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during left side breast reduction surgery. Post-implantation on (B)(6) 2014, patient presented with left side wound dehiscence due to delayed healing of the implant incision. Physician considers the implant technique to have led to the developement of "pockets" under the tissue that resulted in delayed healing. Tissue debridement was performed on (B)(6) 2014 on the tissue surrounding the incision, and the seri device was completely explanted and discarded. Physician noted the seri was "non-adherent on the entire superficial surface."

Manufacturer narrative:
Explanted device was discarded. The events of delayed healing, wound dehiscence, and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is reported against the left side, and is the same event and the same patient reported under MDR ID #3008374097-2014-00089 (allergan complaint pr #(B)(4)). These events are being reported because medical intervention was required, although device-relatedness has not been established.